Event description:
It was reported that a patient presented with a sustained arrythmia noted. Upon examination an over-current detection issue, low defibrillation impedance, and no defibration therapy was noted and alleged on the lead and device. The patient was reported to have passed away. No further intervention was reported.